Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jul2020.

Event description:
The customer reported unit will not turn on. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. Attempts were made to contact the customer to obtain additional information regarding the device's evaluation and repair. The customer did not respond to these attempts. The complaint will be reopened if more information becomes available.